Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, during the final firing on the stomach tissue, the device did not fire. The surgeon was able to press the green button but was unable fire. It was stated that the reload indicated as had been used afterwards. Another reload was used with the same handle to complete the case. There was no patient injury.